Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report received that states: "describe the event or problem: device perclose was prepped by flush and wipe down. It was inserted but found that the footplates on the device were already open and could not be closed down to insert the device fully. Tried several times to get the footplates to close but wouldn't work so another device was used and worked fine . This did not affect the patient."

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the device into the patient anatomy, unintended system motion and difficulty closing the foot could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined based on the returned device analysis. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: another proglide device was used to achieve hemostasis. No additional information was provided.